Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
An implant summary card (isc) was received which indicated there was an explant of cryolife tissue during the implant of (sgp020) serial number (B)(6) on (B)(6) 2023.

Manufacturer narrative:
Per email from hospital on 11/27/2023, "in reviewing this chart I show serial number (B)(6) sgp020 as implanted, with no other homografts implanted or explanted. " no further investigation required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.